Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used fluidics management system (fms) in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a console. The sample could be recognized by the console. The sample primed and tuned with the centurion handpiece and the 0.9millimeter (mm) aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. The sample aspiration and irrigation flow rate functioned within specification. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported during nucleus removal/aspiration, surgeon noted bubbles came from handpiece, these bubbles impeded the surgeon's vision. There was no impact on patient. Bubbles were aspirated. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).